Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent fracture and thrombosis occurred requiring additional intervention. The target lesion was located in the non-tortuous and severely calcified proximal right coronary artery (rca). In (B)(6) 2024, a 3.50 x 28mm synergy megatron drug-eluting stent was advanced for treatment. In (B)(6) 2024, the patient returned to the hospital presenting with thrombosis, and it was noted that the possibility of the complication was due to stent strut fracture. An emergency percutaneous coronary intervention (pci) was performed by implanting a non-boston scientific stent. No further complications were reported, and the patient has recovered.